Event description:
The customer reported the external paddles had bad contact. It was clarified the button on the paddles intermittently fails. No patient involvement.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse). Who confirmed the reported symptom. The issue was isolated to the external paddles, which were replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. Philips concluded that this was a malfunction of the external paddles.